Manufacturer narrative:
The technician found the side com board prongs are bent. The technician replaced the side com power control board assembly to resolve the issue.

Event description:
The technician alleged the nurse call does not function. No patient impact.